Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue cap of a transfer set was loose when the customer prepared to use the product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and magnification and a loose blue pull cap in an un-opened pouch was noted. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. All functional testing performed was acceptable. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.